Event description:
The customer returned the device stating, ¿the pump had a scratched lens and lifting downstream occlusion (dso) seal¿; during device evaluation it was confirmed the dso seal was lifting. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had a scratched lens and lifting downstream occlusion (dso) seal¿ was confirmed during visual inspection. The dso seal was bubbled and delaminated. Further inspection found the housing cracked, and the air detector sitting too high (loose)/air in line alarm, delivery accuracy was out of specifications. Replaced the dso sensor, bezel, dso seal, uso sensor, uso seal, 4 pin connector, air detector, 5 pin connector, cam sensor, optic switch bracket, chassis, flat gear, hub gear, dual flag gear, expulsor, valves, expulsor foam, small bearing, large bearing, gasket 1, gasket 2, cam shaft, insulator, pins, springs, flag disk retainer, cassette detector seals, latch lock, latch handle, rear housing assembly, rear piezo, piezo guard, power switch, harness, gasket tubing, front housing assembly, front piezo. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.